Manufacturer narrative:
(B)(4). (B)(6). Based on the available information, this event is deemed a product malfunction. This report is about an unknown number of patients and defective units. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
This report is about an unknown number of patients and defective units. Complaint received from a hospital in (B)(6) reporting that "the problem is that when they connected the catheter to the unometer, the urine does not flow. Even in the operating room they had already observed the same problem." Clarification was obtained: reporter stated that before the device was attached to the indwelling catheter, "the urine flowed without any problem. However, at the time of the placement of the device, the professionals observed a significant decrease in the urine descent." No further information was provided including patient information or outcomes.